Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and flickering. Additionally, it was reported that the pump "slowed down insulin delivery." There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.